Event description:
The customer reported that the sys intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating sys (gpos) pcb and fluoroscopy functions (ffb) pcb were evaluated and replaced. The hard disk drive was also evaluated and replaced. The sys software and calibrations were reloaded as part of the service event. The sys was tested and found to be working as intended and returned to service.